Event description:
It was reported that a device alarmed for a system 105 error. There was no report of a pt incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval found that the system error 105 was caused by a failed I/o pcb. The failed I/o pcb will be replaced.